Event description:
The sales rep reported that a patient, who had an acl procedure on (B)(6) 2014 slipped and fell on ice causing the milagro advance screw (9x23mm) to become loose. The patient had a procedure done on (B)(6) 2015 to remove the loose screw. The sales rep reported that the screw was removed with no patient consequences or delay and that all the other devices were fine.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.